Event description:
Customer reported experiencing a past low blood glucose event, reaching a level of 53 mg/dl. Cause was not known. The customer consumed glucose tablets to correct the low blood glucose and was advised by technical support to consult with a healthcare professional to discuss factors that may be influencing blood glucose levels. Customer acknowledged and understood the recommendation, and plans to upload pump data for further analysis.